Manufacturer narrative:
H4: the lot was manufactured from october 14, 2022 - october 17, 2022. H10: six (6) actual devices were received for evaluation. The units contained fluid in the bladder. A visual inspection via the naked eye noted four units have the appearance of a pregnant shaped belly from their bladder. These four units contained 28, 29, 30 and 32 ml of residual fluid in their bladder respectively. A functional flow rate test was performed, and the flow rates were found to be within product specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) small volume folfusors did not deflate properly. This was discovered after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.